Event description:
It was reported the pt experienced no stimulation sensation 1-2 days ago following a fall on the back 3 days ago. The pt was able to turn the device on, but still felt no stimulation. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).